Manufacturer narrative:
(B)(4): physio-control has performed an initial evaluation of the device and has verified the reported issue.physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device would not power on. There was no additional information reported. There was also no report of any patient use associated.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that on/off switch panel, from the main keypad assembly, caused the reported issue. It was determined that lands 3, sc1 and 6 (on/off) were intermittently shorting from 0.2 ohms to 43k ohms, which was causing the power failure. Additionally, mold and corrosion was observed on several other internal components, which is consistent with water exposure or high humidity.